Event description:
The following has been reported: reported to biomed pump problem. Biomed confirmed pump problem alarm and reports will not stop flashing red leds, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The potential leak locations were all tested and found to not be the cause of the leak. There is a positive leak from an unknown location in the system. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.